Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 20 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with distal stent struts lifted from their original crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube showed no signs of damage. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02-feb-2021. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the left anterior descending artery. After pre-dilatation, a 20 x 2.75 promus premier drug-eluting stent was advanced for treatment but could not cross the lesion after many attempts. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed stent damage.